Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. The physician attempted to implant the promus stent with direct stenting, and noticed decreased pressure during the first inflation at 10 atmosphere (atm). A second inflation at 12 atm was completed and the balloon was removed from the anatomy. A hole was confirmed in the balloon. There was no reported pt effect. No additional info was provided. You are receiving this MDR report from abbott vascular as boston scientific corporation distributes promus in the us as its brand label of abbott vascular's drug eluting stent.